Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormally severe pain/pelvic pain/pain/pelvic pain (frequent especially during menstruation)"), device breakage ("several fragments were broken and removed from the abdomen"), fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("several fragments were broken and removed from the abdomen"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding(general)"), granuloma ("granulomatous with mediastinal adenopathy") and tooth disorder ("dental problems") in a 29-year-old female patient who had essure (batch no. 899637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (B)(6)2005), fatty liver, obstructive sleep apnea syndrome, anxiety, fungal infection, cholecystectomy, pap smear abnormal (2005,2004), hepatic disease, loop electrosurgical excision procedure, laparoscopy, colonoscopy, colposcopy, cervix biopsy and menarche (age:11). Previously administered products included for birth control: depo-provera and nuvaring. Past adverse reactions to the above products included weight increased with depo-provera. Concurrent conditions included morbid obesity, allergy (azithromycin, furosemide, nickel, pecan nut, sertraline, sulfa (sulfonamide antibiotics), zinc,zithrox,zoloft,lasix,z pack,), morbid obesity, diarrhea, epigastric pain, heartburn, common cold, shoulder pain, shortness of breath, smoker, mediastinal lymphadenopathy, pleurisy, sore throat, traumatic chest injury nos, alcohol use, night sweats, retroperitoneal lymphadenopathy, perirectal abscess, sinus headache, tooth pain, slight fever, ear pain, facial pain, sinus pressure, nasal congestion, upper respiratory infection, hearing loss, sore breasts, blood disorder, hepatic steatosis, sensation of pressure in ear, ear congestion, eustachian tube dysfunction, cryaesthesia, palpitations, foggy feeling in head, numbness of upper extremities, heart rate high, neck pain, stiffness, uterine pain, vaginal discharge, ankle swelling, cardiac dysrhythmias, dizziness, light-headed, spotting between menses, ringing in ears, pains in legs, swelling of feet, wheezing, snore, muscle pain, itching, hair growth abnormal, swelling nos, localized edema, pneumoperitoneum, anesthesia, hypertension and difficulty with intubation. Family history included hypertension (mother,father,sister,paternal grandmother,paternal grandfather), diabetes (father,paternal grandfather), depression (father,sister,mother), arthritis (father), hearing loss (father,sister,son), high cholesterol (father,paternal grandmother, paternal grandfather), asthma (son), learning disability (son), mental disorder nos (son), obesity (father), renal disease (father), hepatic disease (father), heart disease, unspecified (maternal grandmother), cancer (father) and abortion spontaneous (paternal grandmother). Concomitant products included docusate, hydrocodone, hydromorphone, ketorolac, morphine, ondansetron, oxycocet (percocet), oxycodone hydrochloride (oxycodon), paracetamol (acetaminophen), pethidine (meperidine), ringer-lactate (lactated ringer's) and salbutamol (albuterol). On (B)(6)2011, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)/ back pain during menstruation"), menorrhagia ("heavy bleeding during menstruation\prolonged menses/abnormal bleeding(menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse)"), migraine ("migraine headaches/migraines"), alopecia ("hair loss"), neuralgia ("nerve pain"), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), tooth disorder (seriousness criterion medically significant), headache ("headaches/head pain pain(frequent especially during menstruation)") and formication ("a feeling like bugs crawling all over"). On (B)(6)2012, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("complication of device removal"), granuloma (seriousness criterion medically significant), back pain ("severe back pain/back pain (frequent especially during menstruation)"), abdominal pain lower ("lower abdominal pain and cramping"), dental caries ("tooth decay"), erythema ("skin redness"), skin irritation ("irritation"), hirsutism ("facial hair"), joint stiffness ("stiff joint"), joint swelling ("swallen joints"), pain of skin ("skin tenderness"), abdominal distension ("abdominal swelling"), libido decreased ("diminished libido"), lymphadenopathy ("enlarged lymph"), splenomegaly ("splenomegaly"), weight decreased ("weight loss"), chest pain ("chest pain(frequent especially during menstruation)"), abdominal pain ("abdomen pain (frequent especially during menstruation)") and uterine pain ("uterine pain"). The patient was treated with solpadeine (tylenol 1), ibuprofen, surgery (bilateral salpingo-oopherectomy,laparoscopic with diagnostic laparoscopy,dilatation and curettage.), surgery (bilateral salpingo-oopherectomy,laparoscopic with diagnostic laparoscopy,dilatation and curettage), surgery (bilateral salpingo-oopherectomy,laparoscopic with diagnostic laparoscopy,dilatation and curettage.), surgery (bilateral salpingo-oopherectomy,laparoscopic with diagnostic laparoscopy,dilatation and curettage) and surgery (teeth pulled). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, abdominal pain lower, dyspareunia, neuralgia, pain of skin, weight increased, vaginal haemorrhage, headache, chest pain, abdominal pain and uterine pain had resolved, the device breakage, fallopian tube perforation, device dislocation, complication of device removal, granuloma, migraine, alopecia, dental caries, erythema, skin irritation, hirsutism, joint stiffness, joint swelling, abdominal distension, libido decreased, lymphadenopathy, splenomegaly, weight decreased, tooth disorder and formication outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, chest pain, complication of device removal, dental caries, device breakage, device dislocation, dysmenorrhoea, dyspareunia, erythema, fallopian tube perforation, fatigue, formication, genital haemorrhage, granuloma, headache, hirsutism, joint stiffness, joint swelling, libido decreased, lymphadenopathy, menorrhagia, migraine, neuralgia, pain of skin, pelvic pain, skin irritation, splenomegaly, tooth disorder, uterine haemorrhage, uterine pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.6 kg/sqm. Fibrin d dimer - on an unknown date: elevated hysterosalpingogram - on (B)(6)2012: confirming full occlusion of fallopian tubes pregnancy test - on an unknown date: negative abnormal cat scan. She had been tested for diabetes, negative. She also had dopplers to the lower extremities, to rule out blood clots there, as well. Patient also has aub with an endometrial thickness of 16.6 mm on ultrasound. Axr confirms both coils in pelvis on (B)(6)2013: bone marrow report:diagnosis- bone marrow, aspirate, biopsy and clot section, mildly hyper cellular bone marrow (80%) with mild trilineage hyperplasia, mild increase in megakaryocytes, and minimal reticulin fibrosis (1+). (See comment.) Decreased iron stores. Comment: flow cytometry analysis (see separate mayo clinic report) revealed normal immunophenotyping results. No monotypic b cell population or increase in blasts is identified. The morphologic finding is nonspecific, and could be due to represent a reactive process, however, a jak-2 mutation study is recommended to exclude remote possibility of a myeloproliferative neoplasm. Correlation with pending cytogenetic study is recommended.gross description- core biopsy, I.() x i1.2 x 0,2 cm. The specimen tally submitted in 1 cassette following decalcification. Specimen -13", labeled, clot section, 2 x 1 x 0.4 cm. The specimen is totally submitted in I cassette. (Wy/des). On (B)(6)2012:radiology report:CT abdomen/pelvis w contrast, priority: stat,reason:pain, abdominal ruq. Findings: right sided abdominal pain. On (B)(6)2012:CT angiography chest w wo contrast: findings: lungs: left lower lobe pulmonary granuloma.there are very mild diffuse predominantly lower lobe ground glass infiltrates. No consolidation or interstitial infiltrate to suggest pneumonia, mediastinum and hila: calcified prominent hilar and mediastinal lymph nodes consistent with prior granulomatous disease axilla: normal, no pleural or pericardial effusions. Aorta: normal pulmonary arteries: within the limitations of this exam, no evidence of pulmonary embolus. Pulmonary opacification is suboptimal for definitive exclusion of small pulmonary emboli, no large central pulmonary embolus is suspected. The osseous structures are unremarkable partially visualized spleen is enlarged, measuring 15 x 7.5 cm impression: within the limitations of this exam, no large pulmonary embolus is present.subtle basilar ground glass infiltrates without consolidation evidence of quite extensive mediastinal and hilar granulomatous disease with mildly enlarged partially calcified lymph node present. Left lower lobe pulmonary granuloma. On (B)(6)2012:CT abdomen/pelvis w contrast:reason for exam: splenomegaly.procedure: a CT scan of the abdomen and pelvis was performed with oral and intravenous contrast. 168 ml of intravenous isovue 300 was injected. Finding- there are retroperitoneal lymph nodes seen in the para-aortic region and in the aortocaval region. The.largest lymph node is seen to measure 1.8 x 0.7 cm in the aortocaval region. Small lymph nodes along the iliac vessels. Pelvic organs,bladder is normal. Uterus and adnexa are normal for the patient¿s age. Appendix is. Normal. No abnormally dilated bowel loops. No lytic or blastic lesions in the bones. Impression: splenomegaly. Hypodense lesion in the spleen likely a cyst. Borderline enlarged retroperitoneal and iliac lymph nodes. On (B)(6)2013:us abdomen limited:reason for exam:spleenliver color doppler, splenomegaly, portal vein thrombosis findings: the spleen volume = 490 cc. No cyst is identified. Peripheral hypo density demonstrated on recent ctexamination may have represented a focal infarct. Hepatopetal blood flow demonstrated within the splenic and portal veins. Liver size normal. Impression: mild splenou cjaly. Nq splenic or portal vein thrombosis. On (B)(6)2013:CT abdomen/pelvis w contrast:findings- base of chest small calcified para esophageal lymph nodes. Liver: no focal lesion. No biliary ductal dilatation. Spleen: no focal lesion, spleen appears to-be upper limits of. Normal for size, ultrasound volume determination performed on (B)(6) 2013 reported spleen volume of 490 cm? Very mild splenomegaly pelvis: bilateral essure tubal occlusion devices. Remainder findings unremarkable. Impression- nonspecific very mild retroperitoneal lymphadenopathy with spleen size as described above. (B)(6)2015:CT abdomen and pelvis with contrast:clinical history: left-sided abdominal pain for 2 days. History of cholecystectomy and tubal ligation. Technique: computed tomographic imaging of the abdomen and pelvis was performed following the intravenous administration of 150 ml of omnipaque 300 contrast findings: lung bases: probable lingular and middle lobe atelectasis. Liver: diffuse low-attenuation suggesting fatty infiltration. Spleen: mildly enlarged measuring anterior to posterior dimensions of 14.6 cm.gallbladder and bile ducts: evidence of cholecystectomy other: no free air or free fluid. There is a small amount of gas within the subcutaneous fat of the left gluteal region, likely related to an injection site. Calcified para esophageal lymph nodes are again identified. Osseous structures: sacroiliac joint degenerative changes. Impression: no acute abdominal pelvic findings, findings suggestive of hepatic steatosis, mild splenomegaly. On (B)(6)2015:CT- head without contrast:history: headache.findings: the ventricles and sulci are normal. Gray-white matter differentiation is normal. There is no intracranial mass or hemorrhage. The basilar cisterns are maintained. There are no air-fluid levels in the visualized sinuses. On the lowest cut (image 1 series 3) and the left maxillary sinus there is a rounded density less than a centimeter suggesting a retention cyst or polyp. This is incompletely imaged. Impression: no evidence for intracranial mass or hemorrhage. Small retention cyst or polyp in the left maxillary sinus incompletely imaged. On (B)(6)2017:preliminary gynecology report:indication: abdominal pain, heavy menses, wants essure removed. Sonographic comment: the uterus is anterior and normal size with no myomas. The endometrium is hyperechoic and thickened with no obvious discrete lesion within the cavity. The right essure coil is noted in the correct position. The left essure coil is not identified. The ovaries are unremarkable bilaterally. There is no free fluid in the cul de sac. The patient experienced significant discomfort during the exam. On (B)(6)2017:surgical pathology report:specimen source: endometrium, fallopian tube(s), left fallopian tube and essure coils, fallopian tube(s), right fallopian tube and essure coils. Diagnosis result: endometrium,curettage:secretory endometrium;fallopian tube, left, salpingectomy: fallopian tube with no diagnostic abnormality. Essure coil present; fallopian tube, right, salpingectomy: fallopian tube with no diagnostic abnormality. Essure coil present. Gross description: endometrial curettings", is a 3.7 x 3.4 x 0.78 cm aggregate of pin-red, ragged soft tissue fragments admixed with blood and mucus. Submitted entirely, "left fallopian tube and essure coils; please evaluate per prior instructions" is an 8.4 cm in length x 0.6 cm in diameter fimbriated fallopian tube. There is an indwelling metallic coiled device located within the proximal portion of the fallopian tube, 5.8 cm in length x 0.1 cm in diameter. The coil extends to within 2.2 cm of the proximal fallopian tube. The external surface is pink-red, smooth and unremarkable. The cut surfaces are pink-red with no discrete masses identified. The coil is left in place and a gross photograph is taken. Representative cross sections including the entire fimbria are submitted in b1,right fallopian tube and essure coils; please evaluate per prior instructions" is an 6.8 cm in length x 0.5 cm in average diameter fimbriated fallopian tube with scant adherent fibro adipose tissue. There is an 6.8 cm in lengthx 0.1 cm in diameter tangled, metallic coiled device protruding from the the proximal portion of the fallopian tube. The coil appears to extend 2.7 cm into the proximal fallopian tube. The coil is left and the remainder of the fallopian tube is sectioned to reveal pink-red unremarkable cut surfaces. There are focal areas of hemorrhage within the associated fibroadipose tissue. No discrete masses are identified. Representative cross sections including the entire fimbria are submitted in c1. Concerning the injuries reported in the case,the following events were confirmed in patient's medical records:migraine headache,pelvic pain,abdomen pain,headache,back pain,chest pain,abdomen distension confirming bloating,menorrhagia confirming heavy menses,dysmenorrhea confirming painful periods., device breakage most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received- new event added: perforation (fallopian tube) was added.outcome of event abnormal uterine bleeding from unknown to resolved/recovered, event weight gain from unknown to recovered/resolved, event fatigue from unknown to recovering/resolving, event dyspareunia from unknown to recovered/resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormally severe pain/pelvic pain/pain/pelvic pain (frequent especially during menstruation)"), device breakage ("several fragments were broken and removed from the abdomen"), fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("several fragments were broken and removed from the abdomen"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding(general)"), tooth disorder ("dental problems") and granuloma ("granulomatous with mediastinal adenopathy") in a 29-year-old female patient who had essure (batch no. 899637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((B)(6) 2005), fatty liver, obstructive sleep apnea syndrome, anxiety, fungal infection, cholecystectomy, pap smear abnormal (2005,2004), hepatic disease, loop electrosurgical excision procedure, laparoscopy, colonoscopy, colposcopy, cervix biopsy and menarche (age:11). Previously administered products included for birth control: depo-provera and nuvaring. Past adverse reactions to the above products included weight increased with depo-provera. Concurrent conditions included morbid obesity, allergy (azithromycin, furosemide, nickel, pecan nut, sertraline, sulfa (sulfonamide antibiotics), zinc,zithrox,zoloft,lasix,z pack,), morbid obesity, diarrhea, epigastric pain, heartburn, common cold, shoulder pain, shortness of breath, smoker, mediastinal lymphadenopathy, pleurisy, sore throat, traumatic chest injury nos, alcohol use, night sweats, retroperitoneal lymphadenopathy, perirectal abscess, sinus headache, tooth pain, slight fever, ear pain, facial pain, sinus pressure, nasal congestion, upper respiratory infection, hearing loss, sore breasts, blood disorder, hepatic steatosis, sensation of pressure in ear, ear congestion, eustachian tube dysfunction, cryaesthesia, palpitations, foggy feeling in head, numbness of upper extremities, heart rate high, neck pain, stiffness, uterine pain, vaginal discharge, ankle swelling, cardiac dysrhythmias, dizziness, light-headed, spotting between menses, ringing in ears, pains in legs, swelling of feet, wheezing, snore, muscle pain, itching, hair growth abnormal, swelling nos, localized edema, pneumoperitoneum, anesthesia, hypertension and difficulty with intubation. Family history included hypertension (mother,father,sister,paternal grandmother,paternal grandfather), diabetes (father,paternal grandfather), depression (father,sister,mother), arthritis (father), hearing loss (father,sister,son), high cholesterol (father,paternal grandmother, paternal grandfather), asthma (son), learning disability (son), mental disorder nos (son), obesity (father), renal disease (father), hepatic disease (father), heart disease, unspecified (maternal grandmother), cancer (father) and abortion spontaneous (paternal grandmother). Concomitant products included docusate, escitalopram oxalate (lexapro), hydrocodone, hydromorphone, ketorolac, lorazepam (ativan), morphine, ondansetron, oxycocet (percocet), oxycodone hydrochloride (oxycodon), paracetamol (acetaminophen), pethidine (meperidine), ringer-lactate (lactated ringer's) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)/ back pain during menstruation"), menorrhagia ("heavy bleeding during menstruation\prolonged menses/abnormal bleeding(menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse)"), migraine ("migraine headaches/migraines"), alopecia ("hair loss"), neuralgia ("nerve pain"), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), headache ("headaches/head pain (frequent especially during menstruation)"), formication ("a feeling like bugs crawling all over") and fibromyalgia ("fibromyalgia"). On (B)(6) 2012, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), granuloma (seriousness criterion medically significant), complication of device removal ("complication of device removal"), back pain ("severe back pain/back pain (frequent especially during menstruation)"), abdominal pain lower ("lower abdominal pain and cramping"), dental caries ("tooth decay"), erythema ("skin redness"), skin irritation ("irritation"), hirsutism ("facial hair"), joint stiffness ("stiff joint"), joint swelling ("swollen joints"), pain of skin ("skin tenderness"), abdominal distension ("abdominal swelling"), libido decreased ("diminished libido"), lymphadenopathy ("enlarged lymph"), splenomegaly ("splenomegaly"), weight decreased ("weight loss"), chest pain ("chest pain(frequent especially during menstruation)"), abdominal pain ("abdomen pain (frequent especially during menstruation)") and uterine pain ("uterine pain"). The patient was treated with solpadeine (tylenol 1), ibuprofen, cyclobenzaprine, duloxetine, surgery (bilateral salpingo-oophorectomy,laparoscopic with diagnostic laparoscopy,dilatation and curettage.), surgery (bilateral salpingo-oophorectomy,laparoscopic with diagnostic laparoscopy,dilatation and curettage), surgery (bilateral salpingo-oophorectomy,laparoscopic with diagnostic laparoscopy,dilatation and curettage.), surgery (bilateral salpingo-oophorectomy,laparoscopic with diagnostic laparoscopy,dilatation and curettage) and surgery (teeth pulled). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, abdominal pain lower, dyspareunia, neuralgia, pain of skin, weight increased, vaginal haemorrhage, headache, chest pain, abdominal pain and uterine pain had resolved, the device breakage, fallopian tube perforation, device dislocation, tooth disorder, granuloma, complication of device removal, migraine, alopecia, dental caries, erythema, skin irritation, hirsutism, joint stiffness, joint swelling, abdominal distension, libido decreased, lymphadenopathy, splenomegaly, weight decreased, formication and fibromyalgia outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, chest pain, complication of device removal, dental caries, device breakage, device dislocation, dysmenorrhoea, dyspareunia, erythema, fallopian tube perforation, fatigue, fibromyalgia, formication, genital haemorrhage, granuloma, headache, hirsutism, joint stiffness, joint swelling, libido decreased, lymphadenopathy, menorrhagia, migraine, neuralgia, pain of skin, pelvic pain, skin irritation, splenomegaly, tooth disorder, uterine haemorrhage, uterine pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.6 kg/sqm. Fibrin d dimer - on an unknown date: elevated. Hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. Pregnancy test - on an unknown date: negative. Abnormal cat scan. She had been tested for diabetes, negative. She also had dopplers to the lower extremities, to rule out blood clots there, as well. Patient also has aub with an endometrial thickness of 16.6 mm on ultrasound. Axr confirms both coils in pelvis on (B)(6) 2013: bone marrow report:diagnosis- bone marrow, aspirate, biopsy and clot section, mildly hyper cellular bone marrow (80%) with mild trilineage hyperplasia, mild increase in megakaryocytes, and minimal reticulin fibrosis (1+). (See comment.) Decreased iron stores. Comment: flow cytometry analysis (see separate mayo clinic report) revealed normal immunophenotyping results. No monotypic b cell population or increase in blasts is identified. The morphologic finding is nonspecific, and could be due to represent a reactive process, however, a jak-2 mutation study is recommended to exclude remote possibility of a myeloproliferative neoplasm. Correlation with pending cytogenetic study is recommended. Gross description- core biopsy, I.() x i1.2 x 0,2 cm. The specimen tally submitted in 1 cassette following decalcification. Specimen -13", labeled, clot section, 2 x 1 x 0.4 cm. The specimen is totally submitted in I cassette. (Wy/des). On (B)(6) 2012: radiology report:CT abdomen/pelvis w contrast, priority: stat,reason:pain, abdominal ruq. Findings: right sided abdominal pain. On (B)(6) 2012: CT angiography chest w wo contrast: findings: lungs: left lower lobe pulmonary granuloma. There are very mild diffuse predominantly lower lobe ground glass infiltrates. No consolidation or interstitial infiltrate to suggest pneumonia, mediastinum and hila: calcified prominent hilar and mediastinal lymph nodes consistent with prior granulomatous disease axilla: normal, no pleural or pericardial effusions. Aorta: normal pulmonary arteries: within the limitations of this exam, no evidence of pulmonary embolus. Pulmonary opacification is suboptimal for definitive exclusion of small pulmonary emboli, no large central pulmonary embolus is suspected. The osseous structures are unremarkable partially visualized spleen is enlarged, measuring 15 x 7.5 cm impression: within the limitations of this exam, no large pulmonary embolus is present. Subtle basilar ground glass infiltrates without consolidation evidence of quite extensive mediastinal and hilar granulomatous disease with mildly enlarged partially calcified lymph node present. Left lower lobe pulmonary granuloma. On (B)(6) 2012: CT abdomen/pelvis w contrast:reason for exam: splenomegaly. Procedure: a CT scan of the abdomen and pelvis was performed with oral and intravenous contrast. 168 ml of intravenous isovue 300 was injected. Finding- there are retroperitoneal lymph nodes seen in the para-aortic region and in the aortocaval region. The. Largest lymph node is seen to measure 1.8 x 0.7 cm in the aortocaval region. Small lymph nodes along the iliac vessels. Pelvic organs,bladder is normal. Uterus and adnexa are normal for the patient¿s age. Appendix is. Normal. No abnormally dilated bowel loops. No lytic or blastic lesions in the bones. Impression: splenomegaly. Hypodense lesion in the spleen likely a cyst. Borderline enlarged retroperitoneal and iliac lymph nodes. On (B)(6) 2013: us abdomen limited:reason for exam:spleen liver color doppler, splenomegaly, portal vein thrombosis findings: the spleen volume = 490 cc. No cyst is identified. Peripheral hypo density demonstrated on recent CT examination may have represented a focal infarct. Hepatopetal blood flow demonstrated within the splenic and portal veins. Liver size normal. Impression: mild splenou cjaly. Nq splenic or portal vein thrombosis. On (B)(6) 2013: CT abdomen/pelvis w contrast:findings- base of chest small calcified para esophageal lymph nodes. Liver: no focal lesion. No biliary ductal dilatation. Spleen: no focal lesion, spleen appears to-be upper limits of. Normal for size, ultrasound volume determination performed on (B)(6) 2013 reported spleen volume of 490 cm? Very mild splenomegaly pelvis: bilateral essure tubal occlusion devices. Remainder findings unremarkable. Impression- nonspecific very mild retroperitoneal lymphadenopathy with spleen size as described above. (B)(6) 2015: CT abdomen and pelvis with contrast:clinical history: left-sided abdominal pain for 2 days. History of cholecystectomy and tubal ligation. Technique: computed tomographic imaging of the abdomen and pelvis was performed following the intravenous administration of 150 ml of omnipaque 300 contrast findings: lung bases: probable lingular and middle lobe atelectasis. Liver: diffuse low-attenuation suggesting fatty infiltration. Spleen: mildly enlarged measuring anterior to posterior dimensions of 14.6 cm. Gallbladder and bile ducts: evidence of cholecystectomy other: no free air or free fluid. There is a small amount of gas within the subcutaneous fat of the left gluteal region, likely related to an injection site. Calcified para esophageal lymph nodes are again identified. Osseous structures: sacroiliac joint degenerative changes. Impression: no acute abdominal pelvic findings, findings suggestive of hepatic steatosis, mild splenomegaly. On (B)(6) 2015: CT- head without contrast:history: headache. Findings: the ventricles and sulci are normal. Gray-white matter differentiation is normal. There is no intracranial mass or hemorrhage. The basilar cisterns are maintained. There are no air-fluid levels in the visualized sinuses. On the lowest cut (image 1 series 3) and the left maxillary sinus there is a rounded density less than a centimeter suggesting a retention cyst or polyp. This is incompletely imaged. Impression: no evidence for intracranial mass or hemorrhage. Small retention cyst or polyp in the left maxillary sinus incompletely imaged. On (B)(6) 2017: preliminary gynecology report:indication: abdominal pain, heavy menses, wants essure removed. Sonographic comment: the uterus is anterior and normal size with no myomas. The endometrium is hyperechoic and thickened with no obvious discrete lesion within the cavity. The right essure coil is noted in the correct position. The left essure coil is not identified. The ovaries are unremarkable bilaterally. There is no free fluid in the cul de sac. The patient experienced significant discomfort during the exam. On (B)(6) 2017: surgical pathology report:specimen source: endometrium, fallopian tube(s), left fallopian tube and essure coils, fallopian tube(s), right fallopian tube and essure coils. Diagnosis result: endometrium,curettage:secretory endometrium;fallopian tube, left, salpingectomy: fallopian tube with no diagnostic abnormality. Essure coil present; fallopian tube, right, salpingectomy: fallopian tube with no diagnostic abnormality. Essure coil present. Gross description: endometrial curettings", is a 3.7 x 3.4 x 0.78 cm aggregate of pin-red, ragged soft tissue fragments admixed with blood and mucus. Submitted entirely, "left fallopian tube and essure coils; please evaluate per prior instructions" is an 8.4 cm in length x 0.6 cm in diameter fimbriated fallopian tube. There is an indwelling metallic coiled device located within the proximal portion of the fallopian tube, 5.8 cm in length x 0.1 cm in diameter. The coil extends to within 2.2 cm of the proximal fallopian tube. The external surface is pink-red, smooth and unremarkable. The cut surfaces are pink-red with no discrete masses identified. The coil is left in place and a gross photograph is taken. Representative cross sections including the entire fimbria are submitted in b1,right fallopian tube and essure coils; please evaluate per prior instructions" is an 6.8 cm in length x 0.5 cm in average diameter fimbriated fallopian tube with scant adherent fibro adipose tissue. There is an 6.8 cm in lengthx 0.1 cm in diameter tangled, metallic coiled device protruding from the proximal portion of the fallopian tube. The coil appears to extend 2.7 cm into the proximal fallopian tube. The coil is left and the remainder of the fallopian tube is sectioned to reveal pink-red unremarkable cut surfaces. There are focal areas of hemorrhage within the associated fibroadipose tissue. No discrete masses are identified. Representative cross sections including the entire fimbria are submitted in c1. Concerning the injuries reported in the case,the following events were confirmed in patient's medical records: migraine headache,pelvic pain,abdomen pain,headache,back pain,chest pain,abdomen distension confirming bloating,menorrhagia confirming heavy menses,dysmenorrhea confirming painful periods., device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: pfs received- new event fibromyalgia were added. Treatment and concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormally severe pain/pelvic pain/pain/pelvic pain (frequent especially during menstruation)"), device breakage ("several fragments were broken and removed from the abdomen"), fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("several fragments were broken and removed from the abdomen"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding(general)"), granuloma ("granulomatous with mediastinal adenopathy") and tooth disorder ("dental problems") in a 29-year-old female patient who had essure (batch no. 899637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 ((10-jan-2005)), fatty liver, obstructive sleep apnea syndrome, anxiety, fungal infection, cholecystectomy, pap smear abnormal (2005,2004), hepatic disease, loop electrosurgical excision procedure, laparoscopy, colonoscopy, colposcopy, cervix biopsy and menarche (age:11). Previously administered products included for birth control: depo-provera and nuvaring. Past adverse reactions to the above products included weight increased with depo-provera. Concurrent conditions included morbid obesity, allergy (azithromycin, furosemide, nickel, pecan nut, sertraline, sulfa (sulfonamide antibiotics), zinc,zithrox,zoloft,lasix,z pack,), morbid obesity, diarrhea, epigastric pain, heartburn, common cold, shoulder pain, shortness of breath, smoker, mediastinal lymphadenopathy, pleurisy, sore throat, traumatic chest injury nos, alcohol use, night sweats, retroperitoneal lymphadenopathy, perirectal abscess, sinus headache, tooth pain, slight fever, ear pain, facial pain, sinus pressure, nasal congestion, upper respiratory infection, hearing loss, sore breasts, blood disorder, hepatic steatosis, sensation of pressure in ear, ear congestion, eustachian tube dysfunction, cryaesthesia, palpitations, foggy feeling in head, numbness of upper extremities, heart rate high, neck pain, stiffness, uterine pain, vaginal discharge, ankle swelling, cardiac dysrhythmias, dizziness, light-headed, spotting between menses, ringing in ears, pains in legs, swelling of feet, wheezing, snore, muscle pain, itching, hair growth abnormal, swelling nos, localized edema, pneumoperitoneum, anesthesia, hypertension and difficulty with intubation. Family history included hypertension (mother,father,sister,paternal grandmother,paternal grandfather), diabetes (father,paternal grandfather), depression (father,sister,mother), arthritis (father), hearing loss (father,sister,son), high cholesterol (father,paternal grandmother, paternal grandfather), asthma (son), learning disability (son), mental disorder nos (son), obesity (father), renal disease (father), hepatic disease (father), heart disease, unspecified (maternal grandmother), cancer (father) and abortion spontaneous (paternal grandmother). Concomitant products included docusate, hydrocodone, hydromorphone, ketorolac, morphine, ondansetron, oxycocet (percocet), oxycodone hydrochloride (oxycodon), paracetamol (acetaminophen), pethidine (meperidine), ringer-lactate (lactated ringer's) and salbutamol (albuterol). On (B)(6)-2011, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)/ back pain during menstruation"), menorrhagia ("heavy bleeding during menstruation\prolonged menses/abnormal bleeding(menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse)"), migraine ("migraine headaches/migraines"), alopecia ("hair loss"), neuralgia ("nerve pain"), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), tooth disorder (seriousness criterion medically significant), headache ("headaches/head pain pain(frequent especially during menstruation)") and formication ("a feeling like bugs crawling all over"). On 19-jan-2012, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("complication of device removal"), granuloma (seriousness criterion medically significant), back pain ("severe back pain/back pain (frequent especially during menstruation)"), abdominal pain lower ("lower abdominal pain and cramping"), dental caries ("tooth decay"), erythema ("skin redness"), skin irritation ("irritation"), hirsutism ("facial hair"), joint stiffness ("stiff joint"), joint swelling ("swallen joints"), pain of skin ("skin tenderness"), abdominal distension ("abdominal swelling"), libido decreased ("diminished libido"), lymphadenopathy ("enlarged lymph"), splenomegaly ("splenomegaly"), weight decreased ("weight loss"), chest pain ("chest pain(frequent especially during menstruation)"), abdominal pain ("abdomen pain (frequent especially during menstruation)") and uterine pain ("uterine pain"). The patient was treated with solpadeine (tylenol 1), ibuprofen, surgery (bilateral salpingo-oopherectomy,laparoscopic with diagnostic laparoscopy,dilatation and curettage.), surgery (bilateral salpingo-oopherectomy,laparoscopic with diagnostic laparoscopy,dilatation and curettage), surgery (bilateral salpingo-oopherectomy,laparoscopic with diagnostic laparoscopy,dilatation and curettage.), surgery (bilateral salpingo-oopherectomy,laparoscopic with diagnostic laparoscopy,dilatation and curettage) and surgery (teeth pulled). Essure was removed on 14-apr-2017. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, abdominal pain lower, dyspareunia, neuralgia, pain of skin, weight increased, vaginal haemorrhage, headache, chest pain, abdominal pain and uterine pain had resolved, the device breakage, fallopian tube perforation, device dislocation, complication of device removal, granuloma, migraine, alopecia, dental caries, erythema, skin irritation, hirsutism, joint stiffness, joint swelling, abdominal distension, libido decreased, lymphadenopathy, splenomegaly, weight decreased, tooth disorder and formication outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, chest pain, complication of device removal, dental caries, device breakage, device dislocation, dysmenorrhoea, dyspareunia, erythema, fallopian tube perforation, fatigue, formication, genital haemorrhage, granuloma, headache, hirsutism, joint stiffness, joint swelling, libido decreased, lymphadenopathy, menorrhagia, migraine, neuralgia, pain of skin, pelvic pain, skin irritation, splenomegaly, tooth disorder, uterine haemorrhage, uterine pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.6 kg/sqm. Fibrin d dimer - on an unknown date: elevated hysterosalpingogram - on (B)(6)2012: confirming full occlusion of fallopian tubes pregnancy test - on an unknown date: negative abnormal cat scan. She had been tested for diabetes, negative. She also had dopplers to the lower extremities, to rule out blood clots there, as well. Patient also has aub with an endometrial thickness of 16.6 mm on ultrasound. Axr confirms both coils in pelvis on (B)(6)2013: bone marrow report:diagnosis- bone marrow, aspirate, biopsy and clot section, mildly hyper cellular bone marrow (80%) with mild trilineage hyperplasia, mild increase in megakaryocytes, and minimal reticulin fibrosis (1+). (See comment.) Decreased iron stores. Comment: flow cytometry analysis (see separate mayo clinic report) revealed normal immunophenotyping results. No monotypic b cell population or increase in blasts is identified. The morphologic finding is nonspecific, and could be due to represent a reactive process, however, a jak-2 mutation study is recommended to exclude remote possibility of a myeloproliferative neoplasm. Correlation with pending cytogenetic study is recommended.gross description- core biopsy, I.() x i1.2 x 0,2 cm. The specimen tally submitted in 1 cassette following decalcification. Specimen -13", labeled, clot section, 2 x 1 x 0.4 cm. The specimen is totally submitted in I cassette. (Wy/des). On 06-apr-2012:radiology report:CT abdomen/pelvis w contrast, priority: stat,reason:pain, abdominal ruq. Findings: right sided abdominal pain. On (B)(6)2012:CT angiography chest w wo contrast: findings: lungs: left lower lobe pulmonary granuloma.there are very mild diffuse predominantly lower lobe ground glass infiltrates. No consolidation or interstitial infiltrate to suggest pneumonia, mediastinum and hila: calcified prominent hilar and mediastinal lymph nodes consistent with prior granulomatous disease axilla: normal, no pleural or pericardial effusions. Aorta: normal pulmonary arteries: within the limitations of this exam, no evidence of pulmonary embolus. Pulmonary opacification is suboptimal for definitive exclusion of small pulmonary emboli, no large central pulmonary embolus is suspected. The osseous structures are unremarkable partially visualized spleen is enlarged, measuring 15 x 7.5 cm impression: within the limitations of this exam, no large pulmonary embolus is present.subtle basilar ground glass infiltrates without consolidation evidence of quite extensive mediastinal and hilar granulomatous disease with mildly enlarged partially calcified lymph node present. Left lower lobe pulmonary granuloma. On (B)(6)2012:CT abdomen/pelvis w contrast:reason for exam: splenomegaly.procedure: a CT scan of the abdomen and pelvis was performed with oral and intravenous contrast. 168 ml of intravenous isovue 300 was injected. Finding- there are retroperitoneal lymph nodes seen in the para-aortic region and in the aortocaval region. The.largest lymph node is seen to measure 1.8 x 0.7 cm in the aortocaval region. Small lymph nodes along the iliac vessels. Pelvic organs,bladder is normal. Uterus and adnexa are normal for the patient¿s age. Appendix is. Normal. No abnormally dilated bowel loops. No lytic or blastic lesions in the bones. Impression: splenomegaly. Hypodense lesion in the spleen likely a cyst. Borderline enlarged retroperitoneal and iliac lymph nodes. On (B)(6)2013:us abdomen limited:reason for exam:spleenliver color doppler, splenomegaly, portal vein thrombosis findings: the spleen volume = 490 cc. No cyst is identified. Peripheral hypo density demonstrated on recent ctexamination may have represented a focal infarct. Hepatopetal blood flow demonstrated within the splenic and portal veins. Liver size normal. Impression: mild splenou cjaly. Nq splenic or portal vein thrombosis. On (B)(6)2013:CT abdomen/pelvis w contrast:findings- base of chest small calcified para esophageal lymph nodes. Liver: no focal lesion. No biliary ductal dilatation. Spleen: no focal lesion, spleen appears to-be upper limits of. Normal for size, ultrasound volume determination performed on (B)(6) 2013 reported spleen volume of 490 cm? Very mild splenomegaly pelvis: bilateral essure tubal occlusion devices. Remainder findings unremarkable. Impression- nonspecific very mild retroperitoneal lymphadenopathy with spleen size as described above. (B)(6)2015:CT abdomen and pelvis with contrast:clinical history: left-sided abdominal pain for 2 days. History of cholecystectomy and tubal ligation. Technique: computed tomographic imaging of the abdomen and pelvis was performed following the intravenous administration of 150 ml of omnipaque 300 contrast findings: lung bases: probable lingular and middle lobe atelectasis. Liver: diffuse low-attenuation suggesting fatty infiltration. Spleen: mildly enlarged measuring anterior to posterior dimensions of 14.6 cm.gallbladder and bile ducts: evidence of cholecystectomy other: no free air or free fluid. There is a small amount of gas within the subcutaneous fat of the left gluteal region, likely related to an injection site. Calcified para esophageal lymph nodes are again identified. Osseous structures: sacroiliac joint degenerative changes. Impression: no acute abdominal pelvic findings, findings suggestive of hepatic steatosis, mild splenomegaly. On (B)(6)2015:CT- head without contrast:history: headache.findings: the ventricles and sulci are normal. Gray-white matter differentiation is normal. There is no intracranial mass or hemorrhage. The basilar cisterns are maintained. There are no air-fluid levels in the visualized sinuses. On the lowest cut (image 1 series 3) and the left maxillary sinus there is a rounded density less than a centimeter suggesting a retention cyst or polyp. This is incompletely imaged. Impression: no evidence for intracranial mass or hemorrhage. Small retention cyst or polyp in the left maxillary sinus incompletely imaged. On (B)(6)2017:preliminary gynecology report:indication: abdominal pain, heavy menses, wants essure removed. Sonographic comment: the uterus is anterior and normal size with no myomas. The endometrium is hyperechoic and thickened with no obvious discrete lesion within the cavity. The right essure coil is noted in the correct position. The left essure coil is not identified. The ovaries are unremarkable bilaterally. There is no free fluid in the cul de sac. The patient experienced significant discomfort during the exam. On 14-apr-2017:surgical pathology report:specimen source: endometrium, fallopian tube(s), left fallopian tube and essure coils, fallopian tube(s), right fallopian tube and essure coils. Diagnosis result: endometrium,curettage:secretory endometrium;fallopian tube, left, salpingectomy: fallopian tube with no diagnostic abnormality. Essure coil present; fallopian tube, right, salpingectomy: fallopian tube with no diagnostic abnormality. Essure coil present. Gross description: endometrial curettings", is a 3.7 x 3.4 x 0.78 cm aggregate of pin-red, ragged soft tissue fragments admixed with blood and mucus. Submitted entirely, "left fallopian tube and essure coils; please evaluate per prior instructions" is an 8.4 cm in length x 0.6 cm in diameter fimbriated fallopian tube. There is an indwelling metallic coiled device located within the proximal portion of the fallopian tube, 5.8 cm in length x 0.1 cm in diameter. The coil extends to within 2.2 cm of the proximal fallopian tube. The external surface is pink-red, smooth and unremarkable. The cut surfaces are pink-red with no discrete masses identified. The coil is left in place and a gross photograph is taken. Representative cross sections including the entire fimbria are submitted in b1,right fallopian tube and essure coils; please evaluate per prior instructions" is an 6.8 cm in length x 0.5 cm in average diameter fimbriated fallopian tube with scant adherent fibro adipose tissue. There is an 6.8 cm in lengthx 0.1 cm in diameter tangled, metallic coiled device protruding from the the proximal portion of the fallopian tube. The coil appears to extend 2.7 cm into the proximal fallopian tube. The coil is left and the remainder of the fallopian tube is sectioned to reveal pink-red unremarkable cut surfaces. There are focal areas of hemorrhage within the associated fibroadipose tissue. No discrete masses are identified. Representative cross sections including the entire fimbria are submitted in c1. Concerning the injuries reported in the case,the following events were confirmed in patient's medical records:migraine headache,pelvic pain,abdomen pain,headache,back pain,chest pain,abdomen distension confirming bloating,menorrhagia confirming heavy menses,dysmenorrhea confirming painful periods., device breakage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormally severe pain/pelvic pain") and granulomatous lymphadenitis ("granulomatous with mediastinal adenopathy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), granulomatous lymphadenitis (seriousness criterion medically significant), back pain ("severe back pain"), menorrhagia ("heavy bleeding during menstruation\prolonged menses"), abdominal pain lower ("lower abdominal pain and cramping"), dyspareunia ("pain during intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), dental caries ("tooth decay"), erythema ("skin redness"), irritability ("irritation"), hirsutism ("facial hair"), joint stiffness ("stiff joint"), joint swelling ("swollen joints"), neuralgia ("nerve pain"), pain of skin ("skin tenderness"), abdominal distension ("abdominal swelling"), libido decreased ("diminished libido"), lymphadenopathy ("enlarged lymph"), fatigue ("chronic fatigue") and splenomegaly ("splenomegaly"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017). Essure was removed. At the time of the report, the pelvic pain, granulomatous lymphadenitis, back pain, menorrhagia, abdominal pain lower, dyspareunia, migraine, alopecia, dental caries, erythema, irritability, hirsutism, joint stiffness, joint swelling, neuralgia, pain of skin, abdominal distension, libido decreased, lymphadenopathy, fatigue and splenomegaly outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dental caries, dyspareunia, erythema, fatigue, granulomatous lymphadenitis, hirsutism, irritability, joint stiffness, joint swelling, libido decreased, lymphadenopathy, menorrhagia, migraine, neuralgia, pain of skin, pelvic pain and splenomegaly to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormally severe pain/pelvic pain/pain/pelvic pain (frequent especially during menstruation)"), device breakage ("several fragments were broken and removed from the abdomen"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding(general)"), granuloma ("granulomatous with mediastinal adenopathy") and tooth disorder ("dental problems") in a 29-year-old female patient who had essure (batch no. 899637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 (((B)(6) 2005)), fatty liver, obstructive sleep apnea syndrome, anxiety, fungal infection, cholecystectomy, pap smear abnormal (2005, 2004), hepatic disease, loop electrosurgical excision procedure, laparoscopy, colonoscopy, colposcopy, cervix biopsy and menarche (age:11). Previously administered products included for birth control: depo-provera and nuvaring. Past adverse reactions to the above products included weight increased with depo-provera. Concurrent conditions included morbid obesity, allergy (azithromycin, furosemide, nickel, pecan nut, sertraline, sulfa (sulfonamide antibiotics), zinc,zithrox,zoloft,lasix,z pack,), morbid obesity, diarrhea, epigastric pain, heartburn, common cold, shoulder pain, shortness of breath, smoker, mediastinal lymphadenopathy, pleurisy, sore throat, traumatic chest injury nos, alcohol use, night sweats, retroperitoneal lymphadenopathy, abscess, sinus headache, tooth pain, slight fever, ear pain, facial pain, sinus pressure, nasal congestion, upper respiratory infection, hearing loss, sore breasts, blood disorder, hepatic steatosis, sensation of pressure in ear, ear congestion, eustachian tube dysfunction, sensitivity of teeth, palpitations, foggy feeling in head, sensory deficit, heart rate high, neck pain, stiffness, uterine pain, vaginal discharge, ankle swelling, cardiac dysrhythmias, dizziness, light-headed, spotting between menses, ringing in ears, pains in legs, swelling of feet, wheezing, snore, muscle pain, itching, hair growth abnormal, swelling, localized edema, pneumoperitoneum, anesthesia, hypertension and difficulty with intubation. Family history included hypertension (mother,father,sister,paternal grandmother,paternal grandfather), diabetes (father,paternal grandfather), depression (father,sister,mother), arthritis (father), hearing loss (father,sister,son), high cholesterol (father,paternal grandmother, paternal grandfather), asthma (son), learning disability (son), mental disorder nos (son), obesity (father), renal disease (father), hepatic disease (father), heart disease, unspecified (maternal grandmother), cancer (father) and abortion spontaneous (paternal grandmother). Concomitant products included docusate, hydrocodone, hydromorphone, ketorolac, morphine, ondansetron, oxycocet (percocet), oxycodone hydrochloride (oxycodon), paracetamol (acetaminophen), pethidine (meperidine), ringer-lactate (lactated ringer's) and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)/ back pain during menstruation"), menorrhagia ("heavy bleeding during menstruation\prolonged menses/abnormal bleeding(menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse)"), migraine ("migraine headaches/migraines"), alopecia ("hair loss"), neuralgia ("nerve pain"), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), tooth disorder (seriousness criterion medically significant), headache ("headaches/head pain(frequent especially during menstruation)") and formication ("a feeling like bugs crawling all over"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), complication of device removal ("complication of device removal"), granuloma (seriousness criterion medically significant), back pain ("severe back pain/back pain (frequent especially during menstruation)"), abdominal pain lower ("lower abdominal pain and cramping"), dental caries ("tooth decay"), erythema ("skin redness"), skin irritation ("irritation"), hirsutism ("facial hair"), joint stiffness ("stiff joint"), joint swelling ("swollen joints"), pain of skin ("skin tenderness"), abdominal distension ("abdominal swelling"), libido decreased ("diminished libido"), lymphadenopathy ("enlarged lymph"), splenomegaly ("splenomegaly"), weight increased ("weight gain"), weight decreased ("weight loss"), chest pain ("chest pain(frequent especially during menstruation)"), abdominal pain ("abdomen pain (frequent especially during menstruation)") and uterine pain ("uterine pain"). The patient was treated with solpadeine (tylenol 1), ibuprofen, surgery (bilateral salpingo-oophorectomy,laparoscopic with diagnostic laparoscopy,dilatation and curettage.), surgery (bilateral salpingo-oopherectomy,laparoscopic with diagnostic laparoscopy,dilatation and curettage) and surgery (teeth pulled). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, abdominal pain lower, neuralgia, pain of skin, vaginal haemorrhage, headache, chest pain, abdominal pain and uterine pain had resolved and the device breakage, uterine haemorrhage, complication of device removal, granuloma, dyspareunia, migraine, alopecia, dental caries, erythema, skin irritation, hirsutism, joint stiffness, joint swelling, abdominal distension, libido decreased, lymphadenopathy, fatigue, splenomegaly, weight increased, weight decreased, tooth disorder and formication outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, chest pain, complication of device removal, dental caries, device breakage, dysmenorrhoea, dyspareunia, erythema, fatigue, formication, genital haemorrhage, granuloma, headache, hirsutism, joint stiffness, joint swelling, libido decreased, lymphadenopathy, menorrhagia, migraine, neuralgia, pain of skin, pelvic pain, skin irritation, splenomegaly, tooth disorder, uterine haemorrhage, uterine pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of essure placement procedure. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 57.6 kg/sqm. Fibrin d dimer - on an unknown date: elevated. Hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes. Pregnancy test - on an unknown date: negative. Abnormal cat scan. She had been tested for diabetes, negative. She also had dopplers to the lower extremities, to rule out blood clots there, as well. Patient also has aub with an endometrial thickness of 16.6 mm on ultrasound. Axr confirms both coils in pelvis. On (B)(6) 2013: bone marrow report:diagnosis- bone marrow, aspirate, biopsy and clot section, mildly hyper cellular bone marrow (80%) with mild trilineage hyperplasia, mild increase in megakaryocytes, and minimal reticulin fibrosis (1+). (See comment.) Decreased iron stores. Comment: flow cytometry analysis (see separate mayo clinic report) revealed normal immunophenotyping results. No monotypic b cell population or increase in blasts is identified. The morphologic finding is nonspecific, and could be due to represent a reactive process, however, a jak-2 mutation study is recommended to exclude remote possibility of a myeloproliferative neoplasm. Correlation with pending cytogenetic study is recommended. Gross description- core biopsy, I.() x i1.2 x 0,2 cm. The specimen tally submitted in 1 cassette following decalcification. Specimen -13", labeled, clot section, 2 x 1 x 0.4 cm. The specimen is totally submitted in I cassette. (Wy/des). On (B)(6) 2012:radiology report:CT abdomen/pelvis w contrast, priority: stat,reason:pain, abdominal ruq. Findings: right sided abdominal pain. On (B)(6) 2012:CT angiography chest w wo contrast: findings: lungs: left lower lobe pulmonary granuloma. There are very mild diffuse predominantly lower lobe ground glass infiltrates. No consolidation or interstitial infiltrate to suggest pneumonia, mediastinum and hila: calcified prominent hilar and mediastinal lymph nodes consistent with prior granulomatous disease axilla: normal, no pleural or pericardial effusions. Aorta: normal pulmonary arteries: within the limitations of this exam, no evidence of pulmonary embolus. Pulmonary opacification is suboptimal for definitive exclusion of small pulmonary emboli, no large central pulmonary embolus is suspected. The osseous structures are unremarkable partially visualized spleen is enlarged, measuring 15 x 7.5 cm impression: within the limitations of this exam, no large pulmonary embolus is present. Subtle basilar ground glass infiltrates without consolidation evidence of quite extensive mediastinal and hilar granulomatous disease with mildly enlarged partially calcified lymph node present. Left lower lobe pulmonary granuloma. On (B)(6) 2012:CT abdomen/pelvis w contrast:reason for exam: splenomegaly. Procedure: a CT scan of the abdomen and pelvis was performed with oral and intravenous contrast. 168 ml of intravenous isovue 300 was injected. Finding- there are retroperitoneal lymph nodes seen in the para-aortic region and in the aortocaval region. The. Largest lymph node is seen to measure 1.8 x 0.7 cm in the aortocaval region. Small lymph nodes along the iliac vessels. Pelvic organs,bladder is normal. Uterus and adnexa are normal for the patient¿s age. Appendix is. Normal. No abnormally dilated bowel loops. No lytic or blastic lesions in the bones. Impression: splenomegaly. Hypodense lesion in the spleen likely a cyst. Borderline enlarged retroperitoneal and iliac lymph nodes. On (B)(6) 2013:us abdomen limited:reason for exam:spleen liver color doppler, splenomegaly, portal vein thrombosis findings: the spleen volume = 490 cc. No cyst is identified. Peripheral hypo density demonstrated on recent CT examination may have represented a focal infarct. Hepatopetal blood flow demonstrated within the splenic and portal veins. Liver size normal. Impression: mild spleno cjaly. Nq splenic or portal vein thrombosis. On (B)(6) 2013:CT abdomen/pelvis w contrast:findings- base of chest small calcified para esophageal lymph nodes. Liver: no focal lesion. No biliary ductal dilatation. Spleen: no focal lesion, spleen appears to-be upper limits of. Normal for size, ultrasound volume determination performed on (B)(6) 2013 reported spleen volume of 490 cm? Very mild splenomegaly pelvis: bilateral essure tubal occlusion devices. Remainder findings unremarkable. Impression- nonspecific very mild retroperitoneal lymphadenopathy with spleen size as described above. (B)(6) 2015:CT abdomen and pelvis with contrast:clinical history: left-sided abdominal pain for 2 days. History of cholecystectomy and tubal ligation. Technique: computed tomographic imaging of the abdomen and pelvis was performed following the intravenous administration of 150 ml of omnipaque 300 contrast findings: lung bases: probable lingular and middle lobe atelectasis. Liver: diffuse low-attenuation suggesting fatty infiltration. Spleen: mildly enlarged measuring anterior to posterior dimensions of 14.6 cm. Gallbladder and bile ducts: evidence of cholecystectomy other: no free air or free fluid. There is a small amount of gas within the subcutaneous fat of the left gluteal region, likely related to an injection site. Calcified para esophageal lymph nodes are again identified. Osseous structures: sacroiliac joint degenerative changes. Impression: no acute abdominal pelvic findings, findings suggestive of hepatic steatosis, mild splenomegaly. On (B)(6) 2015:CT- head without contrast:history: headache. Findings: the ventricles and sulci are normal. Gray-white matter differentiation is normal. There is no intracranial mass or hemorrhage. The basilar cisterns are maintained. There are no air-fluid levels in the visualized sinuses. On the lowest cut (image 1 series 3) and the left maxillary sinus there is a rounded density less than a centimeter suggesting a retention cyst or polyp. This is incompletely imaged. Impression: no evidence for intracranial mass or hemorrhage. Small retention cyst or polyp in the left maxillary sinus incompletely imaged. On (B)(6) 2017:preliminary gynecology report:indication: abdominal pain, heavy menses, wants essure removed. Sonographic comment: the uterus is anterior and normal size with no myomas. The endometrium is hyperechoic and thickened with no obvious discrete lesion within the cavity. The right essure coil is noted in the correct position. The left essure coil is not identified. The ovaries are unremarkable bilaterally. There is no free fluid in the cul de sac. The patient experienced significant discomfort during the exam. On (B)(6) 2017:surgical pathology report:specimen source: endometrium, fallopian tube(s), left fallopian tube and essure coils, fallopian tube(s), right fallopian tube and essure coils. Diagnosis result: endometrium,curettage:secretory endometrium;fallopian tube, left, salpingectomy: fallopian tube with no diagnostic abnormality. Essure coil present; fallopian tube, right, salpingectomy: fallopian tube with no diagnostic abnormality. Essure coil present. Gross description: endometrial curettings", is a 3.7 x 3.4 x 0.78 cm aggregate of pin-red, ragged soft tissue fragments admixed with blood and mucus. Submitted entirely, "left fallopian tube and essure coils; please evaluate per prior instructions" is an 8.4 cm in length x 0.6 cm in diameter fimbriated fallopian tube. There is an indwelling metallic coiled device located within the proximal portion of the fallopian tube, 5.8 cm in length x 0.1 cm in diameter. The coil extends to within 2.2 cm of the proximal fallopian tube. The external surface is pink-red, smooth and unremarkable. The cut surfaces are pink-red with no discrete masses identified. The coil is left in place and a gross photograph is taken. Representative cross sections including the entire fimbria are submitted, right fallopian tube and essure coils; please evaluate per prior instructions" is an 6.8 cm in length x 0.5 cm in average diameter fimbriated fallopian tube with scant adherent fibro adipose tissue. There is an 6.8 cm in lengthx 0.1 cm in diameter tangled, metallic coiled device protruding from the the proximal portion of the fallopian tube. The coil appears to extend 2.7 cm into the proximal fallopian tube. The coil is left and the remainder of the fallopian tube is sectioned to reveal pink-red unremarkable cut surfaces. There are focal areas of hemorrhage within the associated fibroadipose tissue. No discrete masses are identified. Representative cross sections including the entire fimbria are submitted. Concerning the injuries reported in the case,the following events were confirmed in patient's medical records:migraine headache,pelvic pain,abdomen pain,headache,back pain,chest pain,abdomen distension confirming bloating,menorrhagia confirming heavy menses,dysmenorrhea confirming painful periods., device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added per pfs: weight gain, weight loss, pain, abnormal bleeding (vaginal,menorrhagia), dental problems, dysmenorrhea(cramping), dyspareunia, fatigue, hair-loss, migraines, headaches, neurological conditions or problems -type: nerve pain and a feeling like bugs crawling all over, chest pain, back pain, pelvic pain, abdomen pain, head pain, uterine pain, abnormal bleeding(general). Events per mr: abnormal uterine bleeding, device breakage, complication of device removal. Date of removal, lot number, concomitant diseases, historical condition ,historical drug, concomitant drugs, lab test added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormally severe pain/pelvic pain") and granuloma ("granulomatous with mediastinal adenopathy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), granuloma (seriousness criterion medically significant), back pain ("severe back pain"), menorrhagia ("heavy bleeding during menstruation\prolonged menses"), abdominal pain lower ("lower abdominal pain and cramping"), dyspareunia ("pain during intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), dental caries ("tooth decay"), erythema ("skin redness"), skin irritation ("irritation"), hirsutism ("facial hair"), joint stiffness ("stiff joint"), joint swelling ("swallen joints"), neuralgia ("nerve pain"), pain of skin ("skin tenderness"), abdominal distension ("abdominal swelling"), libido decreased ("diminished libido"), lymphadenopathy ("enlarged lymph"), fatigue ("chronic fatigue") and splenomegaly ("splenomegaly"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017). Essure was removed. At the time of the report, the pelvic pain, granuloma, back pain, menorrhagia, abdominal pain lower, dyspareunia, migraine, alopecia, dental caries, erythema, skin irritation, hirsutism, joint stiffness, joint swelling, neuralgia, pain of skin, abdominal distension, libido decreased, lymphadenopathy, fatigue and splenomegaly outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dental caries, dyspareunia, erythema, fatigue, granuloma, hirsutism, joint stiffness, joint swelling, libido decreased, lymphadenopathy, menorrhagia, migraine, neuralgia, pain of skin, pelvic pain, skin irritation and splenomegaly to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 12-jul-2017: correction was done on 12-jul-2017 following company internal coding review, the event irritation was coded to meddra llt skin irritation. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.